Manufacturer narrative:
(B)(4).

Event description:
Ees product director met with the surgeon in an attempt to better understand surgeon's procedure and technique. Also to gain better understanding of the hemostasis issues reported by the surgeon and observe first-hand the surgeons issues. In addition, a review of stapling principles to include cleaning the device, avoiding clips and proper cartridge selection.

Event description:
It was reported by the rep that post op a gastric bypass procedure; the patient experienced a drop in hematocrit into the low 20s. The patient stayed in the hospital an additional 12 hours after the procedure. The patient was given lovenox twice daily post op. The surgeon complained of hemostasis issues during the procedure and jagged cut lines. The patient has been discharged. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.